Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was initiating normothermia on arctic sun device (as5000) and the device was displaying alarm 14 (patient temp 1 probe out of range). Rectal probe was in place. Nurse stated that the patient's temperature was not displaying on the device. However, if they connected the rectal temperature probe directly to their overhead monitor the patient temperature displayed as 35.7c and the target temperature was 36c. There were temperature cables in port 1 and 2. Mss walked the nurse through enabling temperature port 2. Nurse had switched the temperature 1 cable and rectal probe to temperature port 2 and temperature did not display. Nurse tried both cables in temperature port 1 and 2 connected to the rectal probe and also a new esophageal probe and neither would display a patient temperature. Mss recommended the nurse send this device to their biomed department for evaluation and switched the patient to another device.

Event description:
It was reported that the nurse was initiating normothermia on arctic sun device (as5000) and the device was displaying alarm 14 (patient temp 1 probe out of range). Rectal probe was in place. Nurse stated that the patient's temperature was not displaying on the device. However, if they connected the rectal temperature probe directly to their overhead monitor the patient temperature displayed as 35.7c and the target temperature was 36c. There were temperature cables in port 1 and 2. Mss walked the nurse through enabling temperature port 2. Nurse had switched the temperature 1 cable and rectal probe to temperature port 2 and temperature did not display. Nurse tried both cables in temperature port 1 and 2 connected to the rectal probe and also a new esophageal probe and neither would display a patient temperature. Mss recommended the nurse send this device to their biomed department for evaluation and switched the patient to another device.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned